Event description:
It was reported that the physician had a problem with her programming system. Per the reporter, the handheld's power cord was very "flimsy" and would not make a good connection with the handheld. Product was returned to manufacturer, but analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.